Manufacturer narrative:
The device is not available for evaluation, however a photo sample has been provided. Investigation pending.

Event description:
The event involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap where the customer reported that the approximate 10cm plastic tube connecting fluid chamber to IV giving set detaches from base of fluid chamber and fluid leaks out. The fluid chamber cracked vertically. There was patient involvement and a delay in therapy, but there was no harm/death/serious injury as a consequence of this event.

Manufacturer narrative:
One photo where the set 011-c7014 connected to an unknown machine. However, no anomalies or damage are visible. The complaint of disconnection / loose connection cannot be confirmed based on the photo shared by the customer. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.